Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll (B)(4) on 03/04/2016 for evaluation. Device history record (DHR) was reviewed and no previous related complaints were reported for this autopulse platform (s/n (B)(4)). A visual inspection of the autopulse platform was performed and both patient head restraint brackets were observed to be cracked. The cracked patient head restraint brackets are unrelated to the reported complaint .the autopulse platform is a reusable device and was manufactured on september 2005. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. A review of the archive data was performed and the date problem occurred during the deployment was not matched with date incident report date of (B)(6) 2016. There were two faults occurred during the date of (B)(6) 2016. User advisory 18 - max take-up revolutions exceeded. No load change was detected at the load plate. Suspect no patient present or patient too small. User advisory 2 - compression tracking error occurred on the first compression. This typically error message occurs if the patient is misaligned on the platform or the lifeband is opened. The patient wasn't placed on device correctly or possibly movement of patient or board during compression. Functional testing was performed on the autopulse platform. The autopulse passed testing without any fault or error report. Load cell characterization testing was also performed and confirmed that both load cell modules are functioning within the specification. In summary, the reported complaint was not confirmed based on the archive review and during functional testing. Following service, both patient head restraint brackets were replaced. After replacing these parts, the platform was re-evaluated through functional testing and passed all the testing and meets all required specifications.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed

Event description:
It was reported that the autopulse platform ((B)(4)) failed to work during patient care. Witness to the event stated that during the second occurrence on (B)(6) 2016, when the autopulse was turned on it did not work at all. The batteries where changed out/replaced. Manual CPR was started immediately. No error message was observed, just a blank lit up screen. No adverse effects were reported. No additional information was provided. Reference: 3010617000-2016-00172.